Event description:
A malfunction alarm was reported, and the issue did not adversely impact the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided relevant information for managing the issue. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue reoccurred.